Manufacturer narrative:
(B)(4). The device was discarded.

Event description:
A customer contacted baxter's (B)(4) to report an alarm indicating air in the set on the homechoice (hc) machine. The home patient (hp) was connected at the time of the alarm and the cause of the alarm was unknown. The supplies were already disconnected and discarded. The patient would complete therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). After follow-up with the home patient's nurse stating there was no patient injury or medical intervention, no further investigation could be conducted. This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).